Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2020 with low grade temperature, muscle aches and fatigue. The patient tested covid positive. On readmission on (B)(6) 2020, the patient's lactate dehydrogenase (ldh) was as high as 1324 u/l and inr 2.6. On (B)(6) 2020 the site noted no flow for more than 30 minutes, high power and low pi. Knowing the patient ejection fraction was 56% to 60% a decision was made to turn off the vad since there was no flow. Previously patient was admitted to hospital on (B)(6) 2020 due to elevated ldh ranging 600 u/l to 900 u/l and a prior admission the patient's ldh was 200 u/l to 300 u/l. The patient tested covid negative during this admission. The patient was placed on heparin drip. Patient discharged home based on negative ramp study and lateral ldh. As of (B)(6) 2020, the patient was hemodynamically stable and the lvad was off and disconnected. A log file review was requested. The log captured large power and speed fluctuations throughout the event history. Also, during this time the flow was constantly at 0 lpm. This type of trajectory could be linked to the presence of thrombus. This information in conjunction with any clinical data such as elevated ldh levels, dark colored urine, decreased lv unloading, increased heart failure symptoms, or cannula/pump malposition, supports the presence of thrombus. Since the flow was 0 lpm there was a possibly of a blockage in either the inflow cannula or outflow graft as well. There were no other unusual events recorded in the log file event history. Additional information was received that the vad team was not planning to restart the pump. Repeat echocardiogram appeared normal and ejection fraction was 50%. The patient was hemodynamically stable. Once patient is covid negative the vad team was planning for driveline transection or ligation of the outflow graft and driveline transection. The site planned to return the patient's primary controller.

Event description:
It was reported that the pump thrombosis had occurred acutely. Patient reported pain in left upper quadrant.the patient was placed on aspirin and apixaban. A computerized tomography (CT) scan performed resulted in gas collection around the lvad. Purulent fluid was aspirated and sent for cultures. The patient was treated with broad spectrum antibiotics. The vad team was unsure what the next step in treatment plan would be.

Manufacturer narrative:
Additional information: previous admission from (B)(6) 2020, was reported in related manufacturer's report number: 2916596-2020-05660.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reports of suspected device thrombosis, elevated lactate dehydrogenase (ldh), and fever with gas collection around the pump and aspiration of purulent fluids could not be confirmed during this investigation. A direct correlation between the device and the reported hemolysis and fever with gas collection around the pump and aspiration of purulent fluids could not conclusively be determined. A specific cause for these events could not be conclusively determined. Review of the submitted log file revealed the pump operating below the set speed, with no flow. It was also noted that power was elevated. The driveline was ultimately disconnected at the end of the file, and power was removed from the system controller. Heartmate ii left ventricular assist system (lvas), serial number: (B)(6), remains implanted within the patient. The device is not available for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists device thrombosis, hemolysis and infection (local, driveline, pump pocket) as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values, and contains information on minimizing the risk of infection, including a subsection on ¿controlling infection.¿ heartmate ii lvas patient handbook (rev. C): section 4 ¿living with the heartmate ii¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean and undamaged. No further information was provided. The manufacturer is closing the file on this event.